Manufacturer narrative:
An investigation of the damaged ostase calibrator vials was conducted at beckman coulter. The investigation determined the glass vials are not compatible to freezing at -70 degrees celsius. A 100 % inspection is conducted when the vial labeling process is performed.

Event description:
...

Manufacturer narrative:
(B)(4).

Event description:
A customer contacted beckman coulter inc., (bci) reporting that they received one (1) damaged access ostase calibrator vial which caused the contents to leak. As a result of damaged calibrator vial one calibrator box was affected. The customer did not report effect to patients or end users in association to this event.